Event description:
It was further reported that the balloon was used for pre-dilation. The device was removed from the patient intact.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. The 95% stenotic lesion was located in the calcified and moderately tortuous left superficial femoral artery. The physician advanced the 5.0x100/82 sterling balloon to the lesion and on the first inflation the balloon ruptured. The procedure was completed with another 5.0x100/82 sterling balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluation: examination of the returned device revealed that the balloon was tightly folded. There was blood in the guide wire lumen. Microscopic examination of the balloon and catheter did not reveal any tears or damage. Inspection of the remainder of the device revealed no other damage or irregularities. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device to rated burst pressure (rbp) for five minutes. The catheter maintained constant pressure and there was no indication of any leaks or other irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).